Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the zoom of the evis lucera elite colonovideoscope malfunctioned. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a foreign matter came out of instrument channel .this medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. It was unknown if the scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the instrument channel was flushed with air and water during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on zoom charging coupled device (ccd), zoom does not work smoothly; residual liquid or foreign material come out of channel tube; due to a pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; bending tube is deformed; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; plastic distal end cover has a dent; distal end has a scratch; connecting tube has a scratch; bending tube is deformed; universal cord has a wrinkle; image guide protector has a scratch; switch3 has a scratch; switch1 has a scratch; paint on suction cylinder is peeled; paint on air/water cylinder is peeled; due to clogging of nozzle, water removal ability does not meet the standard value; and residual liquid or foreign material come out of channel tube. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.